Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred on a mobile application. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
B5: describe event or problem - additional information h2: type of follow up-additional information d4: additional device information-additional information g6: report type ¿ updated/follow-up